Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review could not be performed because the system logs were not available.

Event description:
It was reported after a da vinci-assisted nipple sparing mastectomy procedure, the patient experienced an expanding right breast hematoma and required re-operation the same day. The re-operation included a right breast re-exploration, washout, and tissue expander implant placement and upsize. The patient was discharged on post-operative day one without complications.